Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) male patient who received gsk denture adhesive (formulation unknown) (super poligrip-unidentified) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started gsk denture adhesive (formulation unknown). At an unknown time after starting gsk denture adhesive (formulation unknown), the patient experienced anemia. This case was assessed as medically serious by gsk. Treatment with gsk denture adhesive (formulation unknown) was discontinued. At the time of reporting, the event was resolved. Consumer stated he had been using super poligrip, variants unknown, for years until he stopped approximately a year and a half ago from time of report after he had a blood test and was told by his physician that he was anemic. Consumer reported that anemia resolved after he stopped using super poligrip.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available.